Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. Customer attempted to treat bg with a manual injection. Reportedly the customer required assistance due to bg level. Family member gave a bolus, changed supplies and took customer to see their healthcare provider. Customer was treated by heathcare provider with a manual injection and settings change.